Event description:
It was reported by getinge field service engineer (fse) that during visit cardiosave intra-aortic balloon pump (iabp) had fiber-optic error. There was no patient involvement and no harm was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.